Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found no screen display, camera control unit malfunction error e117, dust inside the unit, and touch panel failure. Based on the results of the investigation, it is likely that the following led to the malfunction: solid state drive assembly failure, touch panel failure, and the effect of the dust inside. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera control unit had no screen display. The issue was found during preparation for use. There were no reports of patient harm.